Event description:
Report received from a consumer stating that their patient experienced eye irritation in both eyes on the first day after replacing their focus night & day lenses. They replaced both lenses and again experienced irritation the second day. They removed the lenses and sought care from an eye care practitioner. The consumer states their patient was diagnosed with bilateral ulcers, prescribed medication and instructed to discontinue lens wear. Previous history of wear of this lens type on extended wear basis for about one year prior to event. They were unable to provide any further details of event. Several requests have been made to the eye care practitioner for additional information, however no further information is available at the time of this report. This report is for the right eye.